Manufacturer narrative:
The unit was evaluated locally. The symptom could not be duplicated. The device was returned to service after passing all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be reproduced.

Event description:
The customer reported that the device unexpectedly shutdown.